Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the motor was worn and the connector cap cable was frayed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During in-house engineering evaluation, it was determined that the motor device stopped running and was displaying an e6 error code (overheat warning). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.